Event description:
During a mako tka on (B)(6) at (B)(6) hospital, surgeon noted extreme vibration during the cutting sequence. Bone registration, rio setup, rio registration, checkpoints, all within parameters and passed. Surgeon walked the bone on bone preparation screen prior to bone cuts also, correct on all three planes and CT views. Bone cuts undertaken, saw vibrations noted with first cuts. Cutter reset, saw attachments changed, misc hand piece replaced rio setup, registration and checkpoints completed again. Saw vibrations continued after the changes were made. Femoral trial was unable to be seated planar probe confirmed inaccurate cuts. So a cemented implant was used. Final knee balance was not impacted. Patient required a cemented implant. Surgical delay of approximately 20 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding arm vibration during cutting during total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 276 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tka arm vibration. There were other reported events (B)(4). Conclusion: the pr can be closed as service was able to fix the issue by replacing j6 encoder on the robotic arm, in the field per gsp case (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka on rob276 at (B)(6) hospital, surgeon noted extreme vibration during the cutting sequence. Bone registration, rio setup, rio registration, checkpoints, all within parameters and passed. Surgeon walked the bone on bone preparation screen prior to bone cuts also, correct on all three planes and CT views. Bone cuts undertaken, saw vibrations noted with first cuts. Cutter reset, saw attachments changed, misc hand piece replaced rio setup, registration and checkpoints completed again. Saw vibrations continued after the changes were made. Femoral trial was unable to be seated planar probe confirmed inaccurate cuts. So a cemented implant was used. Final knee balance was not impacted. Patient required a cemented implant. Surgical delay of approximately 20 minutes.